Manufacturer narrative:
A return material authorization (RMA) was issued for the monopolar curved scissors instrument, but it has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the patient suffered a burn to the abdominal wall near the port that the monopolar curved scissors instrument was located. At this time is unknown what caused the event, the extent of the injury or if repair was needed. The tip cover accessory was installed correctly, intact, and no arcing was reported during the case. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.